Event description:
A (B)(6) male patient underwent an l3 partial corpectomy on (B)(6) 2013 during which an x-core2 vbr was implanted. Non-nuvasive bilateral pedicle screws were also implanted in l2 and l4. During a follow-up visit on (B)(6) 2013, a radiograph depicted the x-core2 vbr implant had reduced in height approximately 2-3 mm. The vertebral body end plates appear to be in tact and no implant subsidence is visible. Serial radiographs were evaluated by nuvasive to confirm the initial report as well as to determine the degree of collapse. Patient's post-operative activity level is unknown. The patient is not reporting any pain related to the vbr implant's height reduction and revision surgery to replace the vbr implant is not reported to have occurred.

Manufacturer narrative:
(B)(4). The affected product has not been explanted. Root cause of the reported event is unknown at this time. The patient's adherence to post-operative care instructions is also unknown. Revision surgery is not reported to have occurred at this time. Should secondary surgery occur and the device be returned for evaluation, any relevant findings will be reported. Labeling review notes the following: "these devices can break when subjected to the increased load associated with delayed union... If healing is delayed, or does not occur, the implant may eventually loosen, bend or break. Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant." "Care should be taken to insure that all components are ideally fixated prior to closure."